Event description:
The customer reported the system displayed a security key error message, the system shut down, and a locking mechanism is broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a bolt and the hand switch. System operates as intended.